Event description:
It was reported that the patient complained of feeling stimulation, which was suspected to be caused by the atrial capture management. The atrial lead exhibited decreased sensing and noise, and it was suspected that the lead had dropped. It was not possible to determine which lead was the atrial lead. The atrial capture management was reprogrammed, and the patient will continue to be monitored. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5024m implantable pacing lead - (B)(6) 1996. (B)(4).